Event description:
The account alleged that when the bed is in brake mode the brake caster would still move. No patient impact.

Manufacturer narrative:
The account replaced the brake caster to resolve the issue.